Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged that device noisy,water leaking through the house,other thermal issue and other harm/injury. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.